Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep was able to duplicate the event. It was confirmed that the fiber optic module was not working. A new replacement module was installed. All functional and safety tests were completed and the iabp was returned back to the customer. The fiber optic module has been requested to be returned to the mfg facility in (B)(6) for eval. A supplemental medwatch report will be submitted if the part is received and the eval is completed. Ref: (B)(4).

Event description:
The customer (ge biomed reo) requested for service on cs100 indicating "error upon boot up optical module sensing failure". This happened prior to use on a pt. The pump was replaced and therapy was continued. No pt injury was reported.